Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the alarm and display failure occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that while reprocessing his olympus high flow insufflation unit. The display went out and the unit¿s alarm system began to sound. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported display failure and subsequent alarm sounding. If additional information becomes available following the device evaluation, a supplemental report will be filed.